Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent laparoscopic repair of recurrent incarcerated incisional hernia on (B)(6) 2014 and absorbable staples were used to secure the mesh. It was noted the patient had several loose adhesions of incarcerated omentum inside the hernia at the time of surgery. On (B)(6) 2014, the patient experienced nausea and vomiting. Radiologic studies were performed and identified a small bowel obstruction. Patient was treated conservatively with IV nutrition but was not able to tolerate a full diet. The patient underwent laparoscopic lysis of adhesions on (B)(6) 2014. The patient had extensive and ¿extraordinarily¿ dense adhesions throughout abdomen but most concentrated at periphery of mesh. The surgeon opines that dense adhesion contributed to post-operative small intestine obstruction. The patient is doing well with no recurrence.